Event description:
The account stated that erratic hemoglobin (hgb) results were generated on a patient sample. An initial (B)(6) of 5.7 g/dl was generated with repeat results of 10.9, 12.7, 12.1, and 13.7 g/dl.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was sent to the customer site. The fsr found the black hose on the hemoglobin (hgb) flowcell was leaking. The fsr replaced the hgb flowcell, performed verification procedure, ran precision and quality controls; all passed. The instrument was operational. The cell-dyn 1800 operator's manual was reviewed and was determined to adequately address the issue of troubleshooting and diagnostics. In addition customer complaint data was reviewed and no adverse trends were identified related to the issue. The investigation did not identify a product deficiency.